Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that loss of connection was related to the mobile application. Data was received for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.